Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in used condition. The keypad and labels were intact. The reported "odd beeping, lec 1144" problem was not reproduced during testing. There was no record in the log of any ec 1144 event. The log went back five months. The ec 1144 potentially occurred during a previous event. The error code was stored in the pump's memory. The pump worked normally during testing. The pump passed the pressure and occlusion tests. The error did not reappear, it was therefore considered a transient error which could have been disregarded. No odd beeping noises were heard. No fault was found with the device.

Event description:
It was reported that the pump failed to infuse . The pump was making an odd beeping noise and presented with error code lec 1144. There was no patient involvement.